Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips by a customer that the unit touch screen not working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. During the preventive maintenance (pm) international service engineer found the touch screen not working. The international service engineer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The touchscreen was returned for failure analysis. The touchscreen assembly was tested, and no failures were identified.